Event description:
Date notified: 12/29/09 a model 326 aspirator (B) (4) failed to provide sufficient vacuum. An inspection of the device revealed a defective pumphead. The pumphead was replaced, the device was tested to specifications and returned to the customer. No patient was involved at the time of the device failure.